Event description:
A report was received that during a trial procedure, the bsn sales representative noticed that the patient's lead was expired. The expired lead was immediately explanted and the patient was re-implanted with a new lead. The patient is reportedly doing well following the procedure.